Event description:
A report was received that the patient was not using the stimulation because it was causing a burning and stabbing sensation near the lead site. The physician feels the event is related to the device and possibly due to a cracked lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm.

Event description:
A report was received that the patient was not using the stimulation because it was causing a burning and stabbing sensation near the lead site. The physician feels the event is related to the device and possibly due to a cracked lead.

Event description:
A report was received that the patient was not using the stimulation because it was causing a burning and stabbing sensation near the lead site. The physician feels the event is related to the device and possibly due to a cracked lead.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well post-operatively. Additional suspect medical device components involved in the event: model #: sc-1110-02 serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding pain at the lead site was not verified. Ac/dc current leakage tests and residual gas analysis verified that there is no loss of electric current into the surrounding tissue as a result of faulty insulation. The monitored stimulation on an oscilloscope found no active stimulation when the stimulation was turned off. However, the associated leads could not be associated during the tests, since they were damaged after the explant procedure. The device passed all required tests. The device exhibited normal device characteristics. The possibility that leads could cause pain at the lead site was not duplicated since the leads were returned damaged after the explant procedure. Inspection on the remaining portions of the leads did not find any fractures.